Event description:
Info rec'd indicates the head section would disengage causing the head section to lower as if CPR had been activated.

Manufacturer narrative:
The tech found that the CPR release cable was catching causing the CPR to be activated. The tech put the CPR release cable back in the proper position to repair the bed.